Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "death" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The patient has since died. The manufacturer previously did not include the voluntary medwatch report reference number mw5110387 in the initial report. Section e4 was incorreclty reported as unknown. See section e4 for updated information.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The patient has since died. The manufacturer previously did not include the voluntary medwatch report reference number mw5110387 in the initial report. The reported event of esophageal cancer and death and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case the device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings of evaluation was observed indeterminate contaminant on the ui knob. Similar contamination observed on the upper enclosure near the rear of the sd card flip cover recess. Contamination appearing consistent with keratin was observed on the blower box around the blower seal. Dust/dirt contamination observed throughout the entire airpath as well as on the exterior of the blower assembly and on the blower impeller. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes presence of dust/dirt contamination throughout the entire airpath as well as contamination that appears consistent with keratin in the blower box.. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The patient has since died. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.